Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station would not power on and user tried multiple cords. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. The field service engineer (fse) found the station was not powered on, and another device connected to the same outlet set also had no power. Tss moved the station across the room and plugged it into a different outlet, where it booted successfully and installed a windows update. Afterward, tss returned the station to its original location, and it powered on normally there as well. No issues were found with the station, and the customer planned to have their site engineers inspect the outlet. The system functioned as intended when the field service engineer inspected the device.